Manufacturer narrative:
The mayfield triad skull clamp (a2000) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit was unable to duplicate slippage. The clamp passes all specific functional testing, and when it was properly positioned and put under pressure, it did not move or lose pressure. Due to having an injury involved with the slippage, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service & repair report and noted that the clamp showed minor signs of wear, but no device deficiencies were observed. The unit does not require any repairs at this time. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield 2000 skull clamp (a2000) did not hold (lost pressure when clamped), and slipped while on patient's head causing laceration. No information has been provided on surgical delay.